Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was cardiac arrest from heart failure disease. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.